Event description:
Patient's daughter (B)(6) reported the pen needles sent with the tymlos medication do not look like the old ones, the needles seem more blunt and pushed into themselves. Tymlos has extra doses so pharmacist suggested injecting a piece of fruit to see if the pen needles malfunctioned in any way, if so or if she feels uncomfortable, she can go to local pharmacy and look for pen needles. Someone from the pharmacy will reach out to set up a resend of the needles to the patient. No additional information available. Diagnosis for use: m81.0 osteoporosis.